Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the event details, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a fever and headache. It was noted that a polymerase chain reaction (pcr) test was negative. Three days later, the patient contacted the hospital about a fever but with no symptoms. Later that evening, the patient contacted the hospital again complaining of a severe headache that only allowed the patient to drink water. The following day, the patient vomited and visited the emergency room. During a computerized tomography (CT) head scan, a 3.5 cm cerebral hemorrhage was observed in the left temporal lobe. It was noted that there were no significant changes in ventricular assist device (vad) parameters at the time of the outpatient visit. The patient¿s headache continued and three days later, the patient¿s aphasia temporarily appeared but the symptoms disappeared in the afternoon. On the same day, a CT head scan revealed no enlargement of the cerebral hemorrhage. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Log file analysis revealed a slight increase in power consumption and estimated flows beginning on 10/jun/2022, leading to parameters above normal operating range. No alarm file covering the reported event date was available for analysis. Based on historical review of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Information received from the site indicated that the patient developed a fever and headache, and took a polymerase chain reaction (pcr) test, which was negative. Several days later, the patient's headache was severe and, the following day, the patient vomited. A computerized tomography (CT) head scan revealed a 3.5 cm cerebral hemorrhage in the left temporal lobe. Three days later, the patient experienced aphasia temporarily but the symptoms disappeared in the afternoon, and, on the same day, a CT head scan revealed no enlargement of the cerebral hemorrhage. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, neurological dysfunction is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of neurological dysfunction events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event. Updated section: b2 outcome attributed to adverse event b5 desc evt problem h6 imf FDA code investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was hospitalized since the event occurred, and that has recovered to the point where the patient can freely roam the ward.